Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected. A composix oval mesh (device #1) was then placed into the abdominal cavity and secured.¿ (B)(6) 2017 - patient was diagnosed with large incisional hernia with contaminated mesh and adhesions thereby underwent repair with implant of phasix st mesh (device #2) and removal of mesh (device #1). Per operative notes, ¿the mesh (device #1) and identified and dissected from surrounding area which revealed adhesions. A phasix st mesh (device #2) was placed intraabdominally and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent large incisional abdominal wall hernia and adhesions thereby underwent open repair with implant of composix e/x mesh (device #3) and composix l/p mesh (device #4) and lysis of adhesions. Per operative notes, ¿the previously placed onlay patch (device #2) was noted to be intact and there were adhesions to the anterior abdominal cavity. A composix meshes (device #3 & #4) was placed in the area of abdominal cavity and secured in place.¿ (B)(6) 2018 - patient was diagnosed with large anterior abdominal wall abscess and contaminated mesh thereby underwent excisional debridement and irrigation of anterior abdominal wall abscess. Per operative notes, ¿there were some areas of pus pockets within the mesh which were irrigated.¿ (B)(6) 2019 - patient was diagnosed with infectious disease thereby underwent repair with explant of mesh (device #2, #3 & #4). Per operative notes, ¿the mesh was dissected away from the anterior rectus sheath. There was a larger peritoneal defect with underlying small bowel. Severe inflammation and scar tissue was noted and repaired.¿ attorney alleged that the patient had adhesions, bowel obstruction, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of mesh ¿ composix l/p, patient was diagnosed with bacterial infection, abscess and scar tissue thereby underwent repair with removal of mesh. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. This emdr represents the bard/davol composix l/p mesh (device #4). Additional supplemental emdr was submitted to represent the bard/davol composix e/x mesh (device #1). Additional emdr's were submitted to represent the bard/davol phasix st mesh (device #2) and composix e/x mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.